Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a patient was not crossing from server to station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross from server to station. A technical support specialist remoted onto the station and app server, checked that the visit showed on the app server as admitted, and was able to search for the patient. The tss confirmed that the units and area assignation needed updating, as the name was incorrect. The system functioned as intended after the technical support specialist assessed the issue.